Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where characterization was found to be failing on axis 6. Once the test was completed, the axis 6 motor was tested and was verified to be the source of the fault. As a result of these findings, the axis 6 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up but reporter had no additional information and was not present in the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding error 237 and the universal surgical manipulator (usm) arm becoming stuck and orange. The customer was able to recover the fault after the reported issue occurred three times. Tse reviewed the system logs and was able to confirm error 2017 pointing to the master tool manipulator left (mtml) on the surgeon side console 1 (ssc1), axis 6 (gimbal pitch). Tse guided the customer to perform a hard power cycle with the emergency power off to resolve the reported event. The customer elected to perform tse troubleshoot steps after the surgical procedure. The customer will use the system as it is to finish the surgical procedure , but that too many occurrences of the reported event it may reoccur. A second call made to tse revealed that the surgical procedure was converted to laparoscopic due to the reported event returning. The procedure was converted to laparoscopic surgery with no reported injury.